Event description:
A "non-conformity of the packaging" was reported. The customer indicated that "it is not possible to take the device without aseptic risk." Updated info received (B)(6) 2012 indicated that the customer also reported that "there is a mismatch between the shape of the blister and the peelability of the lid, which makes the device difficult to open." It was indicated that there was no pt involvement or adverse consequence as a result of this event.

Manufacturer narrative:
The device is not available for eval. Add'l info has been requested and if received will be provided in a supplemental report.